Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the representative checked the device and current arctic sun device had a frozen screen. Needs technical assistance.

Event description:
It was reported that the representative checked the device and current arctic sun device had a frozen screen. Needs technical assistance. Per follow up information from servicemax received via task on 23oct2024, it was documented that the representative back to provide technical assistance. There was no patient involvement at the time of the malfunction.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Needs technical assistance. Per additional information received, it was documented that tech support called rep back to provide technical assistance. There was no patient involvement at the time of the malfunction. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.